Event description:
It was reported that during a stent procedure, one stent was deployed and then another stent was to be placed proximal to the first stent; however, the physician felt he needed to reset and the devices were removed from the patient. When the stent delivery system (sds) was inspected outside the patient, there was no stent found on the system. The patient underwent fluoroscopy in an attempt to locate the stent and it was seen in the iliac artery. The stent was retrieved with a snare device. Reportedly, there was no patient effect.